Event description:
It was reported that the rigid video laparoscope had a bend visible on the endo eye itself, two centimeters from the handle. The issue was found after a lap hernia procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device and outer tube have a kink or a bent. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.